Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. After troubleshooting with tandem technical support, the fill estimate was found to be off by 10 points. The customer reloaded the cartridge and the fill estimate did not change. The customer declined to load a new cartridge at the time of the report. The customer's blood glucose (bg) level was 372 mg/dl and an insulin injection was administered to address the bg level. The customer declined further assistance.